Event description:
Pre-use checks were performed prior to the ventilator being attached to the patient. The patient was moved from critical care to catheter lab for emergency intervention. The gas in the cylinder ran out. No alarm sounded or displayed. When the patient arrested, the ventilator was identified as not functioning. The indicator light was not illuminated and the respiratory therapist and nursing staff did not hear an alarm sound. CPR was performed and the patient was successfully resuscitated. The patient later expired.

Manufacturer narrative:
Smiths medical pm, inc. Imports the ventilator from the distributor. Smiths medical pm, inc. Kits a patient circuit and regulator and packages it with the ventilator, therefore, smiths medical pm, inc. Is reporting as the manufacturer. The ventilator was returned to smpm technical service department for evaluation. Service noted when the ventilator is turned on, the leds do not cycle in sequence, but only the low battery indicator light flickers. Also, there was no audible alarm. The ventilator was returned to distributor for evaluation. The distributor found that electronic monitoring alarm board had failed. All pneumatic functions were fully operable within specification. Failure of a crystal oscillator on the board caused the watchdog ic to continually reset, not allowing the main ic to start up. All pneumatic visual and audible alarms were still fully functional. This is the first recorded failure of this type. This type of alarm board has been installed on all alarm version ventilators since april 2000. A new alarm board was tested and installed in the ventilator. The ventilator was then fully tested and all functions were found to be correct. The IFU warns the user to keep constant check on the adequacy of the gas supply.